Event description:
This patient came back to surgery after a revision 6 weeks ago in which a rejuvenate stem was removed and replaced with a restoration modular. Prior to this second revision, the patient's lab showed a rare gram positive infection. The surgeon opted to do a incision and drainage of the wound infection, while he was in process of the surgery the surgeon wanted to change the polyethylene and femoral head components.

Event description:
This patient came back to surgery after a revision 6 weeks ago in which a rejuvenate stem was removed and replaced with a restoration modular. Prior to this second revision the patients lab showed a rare gram positive infection. The surgeon opted to do a incision and drainage of the wound infection, while he was in process of the surgery the surgeon wanted to change the polyethylene and femoral head components.

Manufacturer narrative:
There were no reported discrepancies and there were no other events for the referenced lot. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. The provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. The reported event could not be confirmed with the single page op report provided. The source of the infection could not be determined as patient information, clinical history, and results of blood work for infection were not provided. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. The reported event regarding infection involving a trident 0 deg insert 40mm was not confirmed.

Manufacturer narrative:
The following other hip devices were also listed in this report: uni adaptor sleeve v40 ti, cat# 6519-t-100, lot# 40892605; delta un.fem hd 40mm r40 16/18, cat# 6519-1-040, lot# 39806002. It cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Physician said the implant is not cause of infection and deemed not necessary to return the product. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Device not returned to the manufacturer.